Event description:
The customer stated: the blade #11 broke off of the handle and the surgeon had to retrieve the blade from inside the patient. This was reported on the customer knee arthroscopy pack.